Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-02062. It was reported that patient experienced ineffective therapy. Reprogramming did not resolve the issue. Surgery occurred on (B)(6) 2021 to address the issue. During the surgery, the lead located at t8 was unable to be explanted due to scar tissue and the lead located at t7 was explanted and replaced. The patient was later programmed with effective therapy.